Event description:
Alleged over infusion of daunorubicin, anti-lymphocytic. Infusion started at 18:50 at 9.2 ml/hr set for 6 hrs, 19:50 bag was empty and infusion completed, vtbi read 50ml and rate read 9.2. The infusion of ara-c piggy backed and was started right after (at 50ml, 100 cc/hr) and there was no problem with the infusion. Pt was set up for cardiac monitoring due to the cardiotoxicity of the drug but to date there has been no injury or incidence noted.